Event description:
It has been reported to philips that the flexvision would intermittently not display images. No harm to user or patient was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and the procedure was completed (as planned) by moving video input to another section of the flexvision. The philips field service engineer (fse) inspected the system onsite and confirmed that there was intermittently loosing images on the flexvision display. During troubleshooting there was flickering image on flexvision. Fse checked connectivity of flexvision connector and made system backup in preparation to reload flexvision app. Fse replaced the flexvision pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.